Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device did charge and shock defibrillation energy with a test battery installed. During testing, physio observed that the digital pcb assembly caused an excessive off current. The digital pcb assembly was then removed and evaluated. It was determined that the cause of the reported issue was due to process residue at a filter, designator fl3 on the digital pcb assembly. This process residue caused an excessive off current which then depleted the customer's battery. The device was out of warranty and the customer approved of having physio discard the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control distributor that their device depleted its battery within a couple of months after being installed. During device evaluation, physio verified that the battery had been depleted in a very short period without any defibrillation shocks being delivered. The device's readiness display did not show an ok icon and had 0 bars (depleted) for battery charge capacity. There was no patient use associated with the reported event.